Manufacturer narrative:
The event was indicated as occurring the week prior to the initial report date. A product development evaluation was completed: the reaming rod measuring device was received in reasonably good condition save for the distal most pivoting arm separated from the assembly and the captive locking screw and stud broken out from the weldment. The reaming rod measuring device is a component of the titanium trochanteric fixation nail system and used over the reaming rod as an alternative method for measuring the depth for and selecting the correct titanium nail for intramedullary fixation of proximal femur fractures. The returned device was manufactured in may 2010 is over four years old and has likely sustained many forced openings of the three arms and ultimately resulted in the breakout of the welded threaded stud. This likely occurred when forced closed/open repeatedly without unlocking the captive locking knob. The method of use as when the device is repeatedly forced closed was responsible for this confirmed complaint condition. The device is determined to be suitable for its intended use and the complaint condition is not a result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during a trochanteric fixation nailing procedure a mallet and a reaming measuring device broke. While the surgeon was measuring the top part of the reaming measuring device broke off at the shaft. Later in the surgery, as the surgeon was hammering the blade into the patient's femur the mallet broke at the shaft head interface. There was a less than five minute delay reported. The surgery was successfully completed with another device. There was no patient adverse event reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device history record review shows the lot was inspected and conformed to the synthes incoming final inspection, there were no mrrs, ncrs, or complaint-related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lot number provided 6348969. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.